Event description:
The syringes are attached to an automatic heparin delivery system. Blood and heparin are leaking around the plunger.

Manufacturer narrative:
Since no samples are available for examination, we are unable to fully investigate this issue. We need to review the actual syringe to determine the origin of the failure and what contributed to it. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacturer and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.